Event description:
Device evaluation: the stent was positioned on the balloon between marker bands; multiple stent struts were raised, damaged and deformed. No damage evident to distal tip. Initial mandrel movement test failed due to the presence of blood residue interior inner member; there was debris visible in the distal part of the stent.

Event description:
The physician was attempting to deploy a 3.0mm diameter x 22mm length resolute integrity (rx) drug eluting stent to treat a tight lesion in a patient. It was reported that upon removal, there was damage noted on the stent struts at the distal end of the stent. It was also reported that there were some white debris seen on the proximal end of the stent. Another resolute integrity stent was successfully used. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results: root cause unknown. Conclusion: known inherent risk of procedure - failure to deliver stent and stent deformation. Unable to confirm complaint - device not returned. (B)(4).